Event description:
It was reported that during a percutaneous coronary intervention a stent was found damaged. The 90% stenosed target lesion was located in a calcified, severely tortuous proximal left circumflex artery. After pre-dilation with an unknown device the taxus liberte long, (mr) 38 x 3.50mm stent was selected and advanced to treat the target lesion but was unable to cross the lesion. When the physician removed the device from the patient it was noted that the stent distal edge was lifted up. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device is combination product. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, a stent was found damaged. The 90% stenosed target lesion was located in a calcified, severely tortuous proximal left circumflex artery. After pre-dilation with an unknown device the taxus liberte long, (mr) 38 x 3.50mm stent was selected and advanced to treat the target lesion but was unable to cross the lesion. When the physician removed the device from the patient it was noted that the stent distal edge was lifted up. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by mfg: the taxus liberte stent delivery system (sds) was received with no stent or original packaging. There was blood on the outside of the shaft and balloon. There were stent strut impressions visible on the balloon. There was contrast in the wire lumen, inflation lumen and balloon. There was no evidence of material or manufacturing deficiencies that could have contributed to the damage. Inspection of the remainder of the device revealed no other damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specification. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).